Event description:
Information received by medtronic indicated that the insulin pump was broken off. Screen was shattered. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring: black. Customer alleged pump having shattered, the location of the damage: screen . Unit received with cracked/bleeding lcd glass. Unable to perform displacement and self test due to missing segment partial display. Pump was cut open to perform visual inspection and found cracked and bleeding lcd glass. In conclusion, missing segments/partial display due to cracked/bleeding lcd glass. Unit had scratched case. The unit p-cap / test reservoir locks in place properly and no anomaly noted. (B)(4).